Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this right atrial (ra) lead exhibited undersensing with a possible loss of capture. There were also stored atrial tachy response (atr) episodes. It was noted that pacing threshold couldn't be evaluated with remote interrogation. Technical services (ts) suspected possible ra lead dislodgement or undersensing of atrial tachycardia. Ts recommended consulting with cardiology. This ra lead remains in service. No adverse patient effects were reported.